Event description:
It was reported that the procedure was to treat a minimally tortuous and mildly calcified superficial femoral artery. Two 6.0 x 20 mm absolute pro's were used in the same procedure. When the thumbwheel on both devices were turned two clicks the catheter stayed in position, but the stents jumped distal to the lesion partially into healthy tissue. A covered stent was used to cover both of the absolute pro's and the target lesion. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The additional absolute pro device referenced is being filed under a separate medwatch report.